Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. Difficult to position/guiding catheter resistance could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow distal right coronary artery. A 2.75 x 23 mm xience xpedition stent delivery system (sds) was being advanced through a 6f guiding catheter when there was resistance and the proximal shaft of the sds kinked. The device was removed and the procedure was completed with a 2.75 x 28 mm xience xpedition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the proximal shaft was separated.